Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation intermittent imaging was caused by a faulty video connector latch. However, the specific cause of the faulty video connector latch could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a worn-out video connector latch causing a poor connection. An additional issue with the old version, version 3.01 (recommended update to version 3.10), was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for a diagnostic procedure, the image on the visera elite video system center was intermittent and flickered. The customer had performed troubleshooting with multiple cameras. Additionally, the camera¿s female plug will need to be replaced. There were no reports of patient harm associated with this event.